Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported implant was dropped during procedure and loss of sterility. Another implant was used. Implant was dropped from surgery field.

Manufacturer narrative:
One (1) 3i t3 parallel walled implant 6/5 x 8.5mm (bops6585) was returned for investigation. The unknown driver was not returned. Visual evaluation of the as returned product identified the implant had signs use. Debris on external threads. No signs of malfunction that would contribute to the event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, bone density type was not reported. The reported implant was intended for an unknown tooth site (universal). The length of the unknown driver usage is unknown. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2020100373). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown driver) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2020100373) for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional other) or product (bops6585 & unknown driver). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction did not occur, and the reported event was non-verifiable without return of all devices involved. Therefore, the driver malfunction could not be verified as it was not returned. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device not returned.

Event description:
No further event information available at the time of this report.